Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting in the pre-dilated mid right coronary artery (rca) with one xience v stent. According to a quantitative angiography review of the index procedure, the xience stent was implanted in the proximal rca, not the mid segment. On 04/15/2010, diagnostic coronary angiography showed in-stent restenosis in the proximal rca. The target lesion was revascularized via percutaneous coronary intervention. There was no hospital re-admission for this treatment. There was no adverse pt sequela. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.